Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, a damaged pneumatic hose was discovered. It is unk how the hose was damaged, but may be the result of mishandling. The drill performed according to all other specs, so the hose assembly was replaced and the device was returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR, the hose portion of the pneumatic drill leaked oil. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.